Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to a severely calcified lesion in the left coronary artery with 60-80% stenosis but it could not pass. Device returned to manufacturing facility and on evaluation of device, the stent was not present on delivery system. It was confirmed that the stent was removed from the patient and another stent was used to complete the surgery. No clinical sequelae reported. Evaluation summary: the stent was not returned with the delivery system. The balloon had not been inflated. Crimp impressions were visible along the balloon. The distal tip was flared. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver <(>&<)> dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 60-80% stenosis and severe calcification. 3211 (deformation problem). Evaluation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 60-80% stenosis and severe calcification. Inherent risk of procedure ¿ (failure to deliver <(>&<)> dislodgement). (B)(4).